Manufacturer narrative:
Concomitant medical products: model: ddbb1d1, implantable cardioverter defibrillator (ICD); implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients implantable cardioverter defibrillator (ICD) system was extracted due to pocket erosion / infection. Additionally, it was noted that the right ventricular (rv) lead exhibited t-wave oversensing (twos) post ventricular pacing (vp) impacting the pacing rate and the patient is pacemaker dependent. The patients ICD system was extracted and a new cardiac resynchronization therapy defibrillator (crt-d) system was implanted on the right side. No further patient complications have been reported as a result of this event.